Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient experienced ¿discomfort after dbs implantation surgery.¿ it was noted that rejection was observed in the patient¿s extension location, behind their ear, after surgery and that even after the patient underwent a second surgery, the rejection still occurred. As originally noted, the extension was ultimately explanted.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), product type: extension. Product ID 748251, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient implanted with the deep brain stimulation (dbs) for parkinson's disease. Following surgery, the wire "after" the ear was rejected and continued to be rejected after the second surgery. The wire was taken out. It was indicated there was not more than 50% symptom reduction. It was unknown if any troubleshooting had been done and the cause was not determined. Additional information received a little over two weeks later reported it was unknown what diagnostics were performed related to the rejection of the extensions and the less than 50% symptom reduction. It was unknown when the event had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.